Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use one nanocross pta balloon to treat a lesion in an unknown vessel. It was reported that the balloon would not deflate at the lesion site. No patient injury was reported.

Manufacturer narrative:
Updated description of event / problem: it was reported that when the device was removed form its packaging, the balloon broke. The device was not used in the patient. If information is provided in the future, a supplemental report will be issued.